Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely as the device triggered a fault code 1003 indicative to voltage too low for remaining capacity. The timeframe in which the estimated longevity change was observed has not been specified. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alertcode 1003) was recorded. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised low voltage capacitors. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Investigation has determined that the low voltage capacitors can become compromised due to the presence of excess hydrogen gas within the device case. The issue with these capacitors resulted in a high current drain, which was depleting this device battery faster than normal.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely as the device triggered a fault code 1003 indicative to voltage too low for remaining capacity. The timeframe in which the estimated longevity change was observed has not been specified. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and this device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely as the device triggered a fault code 1003 indicative to voltage too low for remaining capacity. The timeframe in which the estimated longevity change was observed has not been specified. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and this device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.